Manufacturer narrative:
The reported complaint of a damaged catheter was confirmed, but the exact mechanism of damage is unk. The prod returned for eval was a 7 fr d/l hickman catheter. Multiple slits and holes were observed on the clamping oversleeve tubing just distal to the red and white luer adaptors. The user also reported that it is possible the pt might have bitten the catheter and caused the damage. It is also possible that this damage may have occurred if the c lamp was engaged in the improper location on the clamping sleeve. The IFU instructions for clamping procedures warn, "always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector." Functional testing revealed spraying leaks emanating from the holes and slits found in the extension tubing. No defects related to the mfg process were identified on the complaint sample. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Damaged catheter was found. The indwelling period was 125 days. The catheter break was located outside the pt body. The user also reported it is possible that the pt might have bitten the catheter and caused the damage. The user would like to know the possible cause of the catheter damage from the condition of the catheter.